Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged to the returned device. Dimensions as length and diameters were measured, and it was found to meet drawings specifications per c19811 rev. 0.

Event description:
It was reported that during a procedure, the surgeon placed the ar-8935-12s in the screw hole several times, but it didn't work. The case was completed by using a new ar-8935-12s. No patient harm.